Event description:
Complaint was reported as the following: the circuit is cracked near the pt wye. The alleged defect occurred prior to pt use during functionality testing. No pt injury reported.

Manufacturer narrative:
Sample has been received by the MFR, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.